Event description:
Hill-rom received a report form the account stating the bed exit does not alarm. The bed was located at the account bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed was not zeroed prior to the patient being placed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. Based on this information, no further action is required.